Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient diagnosis: atrial fibrillation rvr. Although requested, not provided.

Event description:
It was reported that the large volume pump was programmed to infuse a titrating cardizem drip, and the patient received an overinfusion. On (B)(6) 2020 at 1:13pm the cardizem infusion was programmed at a rate of 5mg/hr, then increased at 1:52pm to 7.5mg/hr, and increased again at 2:21pm to a rate of 10mg/hr. The pump alarmed at 3:37pm and the medication bag was unexpectedly found empty. The patient received the entire 250ml bag, however the total volume given showed on the pump as only 21.8ml given. The patient's blood pressure and heart rate decreased, his shortness of breath continued, and he did not convert out of atrial fibrillation, so he was transferred to a higher level of care for observation and treatments. He received IV fluids, an echocardiogram, was started on anticoagulation therapy, and staff continued to monitor serial troponin labs. The patient was stabilized and discharged from the hospital on (B)(6) 2020. There was no obvious damage to the device, and the customer requested assistance deciphering the logs.

Event description:
It was reported that the large volume pump was programmed to infuse a titrating cardizem drip, and the patient received an overinfusion. On (B)(6) , 2020 at 1:13pm the cardizem infusion was programmed at a rate of 5mg/hr, then increased at 1:52pm to 7.5mg/hr, and increased again at 2:21pm to a rate of 10mg/hr. The pump alarmed at 3:37pm and the medication bag was unexpectedly found empty. The patient received the entire 250ml bag, however the total volume given showed on the pump as only 21.8ml given. The patient's blood pressure and heart rate decreased, his shortness of breath continued, and he did not convert out of atrial fibrillation, so he was transferred to a higher level of care for observation and treatments. He received IV fluids, an echocardiogram, was started on anticoagulation therapy, and staff continued to monitor serial troponin labs. The patient was stabilized and discharged from the hospital on (B)(6) 2020. There was no obvious damage to the device, and the customer requested assistance deciphering the logs.

Manufacturer narrative:
The complaint of over infusion was not confirmed in the logs or reproduced . ¿ the customer did not provide the pcu or pcu logs; the medication and some key programming parameters could not be determined. ¿ review of the suspect device error log showed no errors were recorded on the reported event date. ¿ review of the suspect device event log showed, on the reported event date, the suspect device was attached to pcu (sn (B)(6) ) as channel a. ¿ at 1:24 pm, the suspect device was selected and programmed an unknown medication to infuse at a rate of 50 ml/hr (vtbi= 950 ml) ¿ at 3:54 pm, the suspect device alarmed for air in line. ¿ at 3:58 pm, the suspect device was channeled off. ¿ no obvious programming errors were observed. ¿ the event administration set was not returned for investigation. ¿ testing showed the device was delivering IV fluids within specification. ¿ inspection of the devices found no anomalies with the pumping mechanism. Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(6). The device was received in fair condition. The instrument seal was intact. Dried fluid was observed on the female iui and the male iui and on the rear case under the male iui. The door latch/ sear, platen and membrane frame were observed in good condition. The motor retainer strap was broken on both edges. No anomalies were observed in disassembly of the pumping mechanism. Bezel date code: may 2017 the root cause of the customer¿s complaint of an over infusion could not be identified. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (14jul2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (30sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.